Event description:
"Gemstar pump was at patient's location and programmed on continuous mode plus bolus. Connected in 2004 at 12h30. Flexible bag with 300 ml and 300 mg of morphine. No alarm when the infusion began. The pt is hospitalized on the 2nd day at 12h00 in hematology ward for general state degradation. Patient stayed connected to the pump. Sunday morning (the next day) the nurse found that the bag did not empty (still full). The pump was keeping on recording continuous infusion plus requested bolus. From that time, the pump has been changed." Upon further query the following information was received: the homecare patient had been using the same pump for weeks for pain management therapy. The pump was programmed in the continuous plus bolus mode to deliver morphine 1mg/1ml at continuous rate of 3ml/hr plus with an unspecified bolus dose. In 2004 at 1230 the tubing set was changed and the therapy was continued. On the 2nd day at 1200, the patient was admitted to the hospital in a "general state of degradation." On the next day, the nurse noted the device display was incrementing but no infusion was observed. The device was removed from clinical service. Therapy was resumed at prescribed dose using a replacement pump, set, and bag. On the following day, the patient reportedly expired. The contact reported that no autopsy was performed because the patient's, "death was completely related to leukemia, and not to the pump." Though requested, no additional information was provided.